Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving the error 4 error message with a blood sample. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up (3/11/2013)-device evaluation: the control solution and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2013 respectively with the following findings: both control solution and test strips were found to have an error 4 issue. Lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.